Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the tubing clamp jammed. The user was able to get in unjammed. There was no delay in the surgical procedure or blood loss. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. A supplemental report will be submitted should info be received that would impact this initial report.